Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records review indicated the product met release criteria. There have been no other complaints reported for this lot. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, there was an unexpected postoperative refraction. Per the surgeon, the iol acts as a monofocal lens, not like a multifocal lens. Additional info has been requested.